Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had triggered a patient notifier due to high voltage lead impedance. The device was reprogrammed the patient's values were normal. The patient was stable at throughout the interrogation and will continue to be monitored.